Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the fill tubing step could not be completed. Customer changed the pump supplies multiple times. Customer's blood glucose was within range. Customer reverted to using an alternate method of insulin therapy.